Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 2. On 2023-12-08, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and swelling. No further patient complications were reported.